Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that ten months and seventeen days post port placement, the port allegedly had difficulties during the flushing. It was further reported that the catheter was allegedly found to be broken. Reportedly, the catheter was allegedly separated. The port system and distal catheter segments were removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation and the identified wear and deformation issues, as a complete circumferential break were noted on the distal end of the catheter attached and the proximal end of the distal catheter segment. A partial circumferential break was noted approximately 0.5cm from the proximal end of the distal catheter segment. A complete compound break was noted on the distal end of the distal catheter segment. The surface of the complete circumferential break at the distal end of the catheter attached and proximal end of the distal catheter segment were noted to be granular in one region and round in the other region. The surface of the partial circumferential break on the distal catheter segment was noted to be glossy and round. The surface of the complete compound break on the distal end of the distal catheter segment was noted to be finely granular. However, the investigation is inconclusive for the reported difficult to flush, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method). H11: b5, h1, h6(patient, result, conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that ten months and seventeen days post port placement, the port allegedly had difficulties during the flushing. It was further reported that the catheter was allegedly found to be broken. Reportedly, the catheter was allegedly separated. The port system and distal catheter segments were removed. There was no reported patient injury.